Manufacturer narrative:
The external neurostimulator was not returned. The lead (serial # (B)(4)) was returned for analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis did not find any anomaly of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(6), product type: screening device. Product ID: 355531, lot# n694489, product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a healthcare professional (hcp) regarding a patient with a trial external neurostimulator (ens). The patient¿s medical history includes crps. During mapping the lead was showing high impedances. The multi-lead trialing cable (mltc) was changed and impedances remained high. The lead was reseating in the mltc several times without resolution. A new trial lead was used which resolved the issue. There were no environmental/external/patient factors that may have led to the issue. There were no patient symptoms reported and no complications reported. The patient was noted to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.